Event description:
One patient sample with free t4 results that do not fit the clinical picture. Initial free t4 result 28.5 mmol/l. Same sample repeated using different methodology gave 17.8 pmol/l. If additional information is received, appropriate notification will be provided.